Manufacturer narrative:
The suspect device has not yet been returned to olympus for evaluation and the investigation is ongoing. The physical device evaluation has not been completed. Prior to the device evaluation, the device was sent out for additional microbiological testing. The microbiological analysis results are pending. The customer provided the cleaning, disinfection, and sterilization process stating the automated endoscopic reprocessor (aer) used is unknown. The aer detergent and disinfectant is paa. The manual detergent is aniosyne x3 and the manual disinfectant is aniosyne x3. The instrument/suction channel, suction cylinder, instrument channel port, balloon channel, and distal end were brushed using medline dryscrub manual brushes. The storage practice is using a simple cabinet and olympus is the maintenance company. The scope was sterilized. The cleaning, disinfection, and sterilization (cds) was performed by the customer. There was no patient infection. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
The customer reported to olympus, during reprocessing on (B)(6), the evis exera iii duodenovideoscope tested positive for over 25 colony forming units (cfus) of pseudomonas aeruginosa in the suction channel and 5-25 cfus of pseudomonas aeruginosa in the operating channel. Previously on (B)(6), it tested positive for over 25 cfus of pseudomonas aeruginosa and klebsiellla pneumoniae with all channels sampled. Previously on (B)(6), it tested positive for 5-25 cfus of pseudomonas aeruginosa with all channels sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This report is being supplemented to provide additional information based on results of third party testing (please see b6), the device evaluation and the legal manufacturer's final investigation. The following deviation was confirmed by review of reprocessing steps provided from the user: - none of precleaning process were performed. The device was evaluated where no abnormalities were found that could have led to the positive culture. A defect were noted where the angulation was less than the specified value. However, this defects alone is not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that deviations in device reprocessing steps caused the event. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.